Event description:
A malfunction alarm was reported with code malf 12 on the customer's device. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.